Event description:
Lead dislodgement was found during a device check. Patient underwent cxr, which showed that the lead pulled back and was curled up in the device pocket. Lead was explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.